Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console presented problems with illuminators cutting out and a system message was displayed (bulb needs replacement) during a surgery. There was no report of any patient harm. Additional information has been requested but none received till date.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event in the system event log. The company service representative found system messages (sm) indicating bulb replacement was necessary. However, the company service representative was unable to replicate the illuminator cutting out while testing on site. To resolve the issues, the nonconforming illuminator lamps were replaced. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported events is attributed to the nonconforming xenon illuminator lamps; however, how, or when the lamp became nonconforming could not be determined. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).